Manufacturer narrative:
Follow-up #1: date of submission 05/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the review of the black box data showed evidence of several unexplained power reboots. However, investigators were unable to duplicate the original no power complaint during the testing. The battery cap was not returned for investigation; therefore, a test cap was used and was able to secure to the pump and maintain electrical connection. During the actual testing, the ez-prime steps were performed correctly with no power interruptions or any error and alarm occurrences. Upon removal of the pump cover, no intermittent condition was found to the power circuit or to the continuous glucose monitoring module. Unrelated to the original complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.